Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a crack at the septum and tubing connection of a bd intima-ii¿ closed IV catheter system, resulted in leakage.

Event description:
It was reported that there was a crack at the septum and tubing connection of a bd intima-ii¿ closed IV catheter system, resulted in leakage.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8233349. Our records show that this is the third instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to confirm the root cause for this event.